Event description:
Rn reports leak at pt connector of homechoice set. Leak was noted in prime during training session with new pt. Rn reports pt connector was positioned correctly in organizer, slightly below the heater bag. Per rn, pt ended treatment and restarted with new supplies. No pt injury or medical intervention required per rn.